Manufacturer narrative:
The fire department was dispatched due to the reported event. No report of evacuations. The surgical table was evaluated by the user facility's biomedical technician. The technician inspected the table and identified signs of fluid ingress near the power supply. The battery fuse had tripped due to the introduction of fluid into the power supply. The technician replaced the table's power board. Section 7.5 of the operator manual states, "whenever the table column cover assembly and/or table base cover are removed and then returned, the covers need sealed to prevent fluid intrusion to meet ipx4 requirements." The operator manual then lays out steps to properly seal the surgical table. The table sealing instructions have been reviewed with the customer.

Event description:
The user facility reported that their cmax general surgical table began to smoke. No patients were affected by the reported event as it did not occur during a patient procedure. No report of injury or procedural delay or cancellation.